Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that two (2) pump modules displayed channel error message. This was reported to bd manufacturer representative on site. When the affected channel was attached to pc unit that was not in use, the channel operated and no issues found. There was patient involvement, however outcome is unknown. Education was provided to customer about proper channel attachment practice and inspection of iui.